Event description:
It was reported that during a prophylactic replacement, the right ventricular (rv) lead was noted to have had insulation damage resulting in blood inside the lead body. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and there was blood on the proximal conductor of the lead. The inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).